Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with pre-operative diagnosis of lumbar spondylosis, degenerative disc disease and lumbar instability l4-5 and l5-s1 and underwent following procedures: 1) posterior lateral fusion of l4-l5 and s1 bilaterally, 2) autogenous iliac bone graft, 3)lumbar laminectomy of l5 4) partial l3 and l4, 5)posterior lumbar interbody fusion with peek at l4-5 and l5-s1, 6) lumbar instrumentation with pedicle screws. Per op notes"...the endplates were then cleaned and 14 case with bmp inside was then inserted in the l5-s1 interspace and countersunk. This was controlled with c-arm fluoroscopy. Then the similar procedure was done at l4-5 from the left side and then to gain access again the disc space and clean up the disc space and increased sequentially the thickness to 14 again. A cage of similar dimensions and were inserted at l4-5 level and countersunk. This was also filled with bmp. Then the incision was then made on the left side of the posterior iliac crest area about 7 cm in length. Dissection was carried out to expose the posterior iliac crest on the lateral aspect and then with curved osteotomes, different amounts of cancellous and compact bone was then obtained and cleaned and prepared and placed on the posterior lateral areas between l4,5 and s1. This was on both sides and the rest of the bmp was also placed with bone on the one side of posterior lateral areas. The taps were then used from the instrumentation set and 5.5 taps were used throughout and then the placement of the pedicle screws was done with c-arm fluoroscopy using 6.5 x 44 at l4 and l5 and 7.5 and 35 mm in length was done on both sides. This was all connected with rods and tap screws. Then crosslink was also used of appropriate size." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.